Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt was experiencing soreness at the pocket site. The physician scheduled the pt for a pocket revision but the pt has chosen not to be revised at this time.